Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant, upon insertion of the ventricular lead inside of the patient's body, the physician attempted lead positioning at the ventricle. When the lead was placed in the direction of the ventricular septum, the lead was tested with the analyzer in which high r-wave measurements were detected. The lead tip was checked and it was noted the helix of the lead was confirmed to already be extracted and the helix tip was bent. The physician was unable to retract the helix of the lead. The ventricular lead was removed and replaced. No patient complications have been reported as a result of this event.